Manufacturer narrative:
(3331/213) a review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. Moreover, the review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications (< 5 ml/cm²/min). (67) no conclusion can be drawn since the product remained implanted. However, the conducted investigation and testing performed suggest that the product was not defective at the time of manufacturing. (22) please note that blood leakage is a foreseeable side-effect as indicated in the instructions for use.

Manufacturer narrative:
Device is not accessible for testing as it remained implanted in the patient. A review of the complaint device history records is ongoing, results are pending. One retention sample from same lot and coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
After anastomosis of proximal and distal ends, clinician reported blood weeping through body of the graft once the clamps were removed. Two cases were reported together by same clinician (see manufacturer report 1640201-2019-00028 for other case). Surgeon allowed the blood to weep through then clamp for a few minutes to allow the blood to coagulate to graft wall then proceeded with rest of surgery. No indication of actual or potential harm of patient.